Manufacturer narrative:
(B)(4). No conclusion code available. The reported set screw anomaly was confirmed in the laboratory and was due to silicone in the set screw hex cavities that may have prevented full insertion of the torque driver. (B)(4).

Event description:
It was reported the atrial connector issue was observed. The device was not used.